Manufacturer narrative:
B3: unknown. (B)(6). One device was received for evaluation. Visual inspection found a swollen dso seal. The visual inspection has verified the reported problem and it the root cause of the issue. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that " the membrane is deformed ". There was unknown patient involvement.